Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. The lead was unable to extend its helix after multiple turns of the fixation tool. During the implant procedure, the patient suffered a block and pacing therapy was required. As result, the physician explanted the rv lead and an alternate was implanted without issue. No adverse patient effects were reported.